Manufacturer narrative:
The probe was received for testing on this investigation. The returned sample was connected to a calibrated system and was successfully recognized. A visual assessment under a microscope was performed and revealed clear foreign material on the cannula. A fit check was performed with a trocar, and it would not fully insert through. Based on the information obtained, the root cause of the reported event is inconclusive. How or when the foreign material was introduced could not be determined conclusively. Based on the information obtained, the root cause of the reported event is inconclusive. How or when the foreign material was introduced could not be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery an ophthalmic laser probe was not able to enter into trocar. Procedure was completed using another ophthalmic probe. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).